Manufacturer narrative:
Concomitant medical device: product ID 3998, serial/lot#: (B)(4), product type lead, product ID 3998, serial/lot#: (B)(4), product type lead product ID 97715, serial/lot#: (B)(4), implanted: (B)(6) 2019, product type implantable neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: v157497, ubd: 22-sep-2012, UDI#: 10681490103746 ; product ID: 3998, serial/lot #: v025268, ubd: 08-mar-2011, UDI#: 10681490103746 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they wanted to know if it was possible after all these years of having stimulators to get shocked in their back where the wire was located from their cervical stimulator as they were getting a burning/tingling between their shoulder blades in the cervical area from the stimulator that was for their arm. Pt stated that yesterday they didn't have the ins on and they were sitting on the couch last night and they were getting shock treatment between their shoulder blades which was irritating them. Pt stated that they had 61 back surgeries with the stimulators and that they've had stimulators since 1992 and never had this issue before. Pt stated that they thought the battery was changed a year or year and a half ago and thought that maybe a wire was pulled but they had no clue what happened or what was causing the issue. When asked for the event date, pt stated that it started just a couple weeks ago. When asked for managing hcp, pt stated that they didn't think that hcp was in practice anymore as they couldn't even find hcp's name or phone number. Pss a dvised the pt that a message would be sent out to the local reps requesting contact, however pss did not promise a time-frame on a response. Redirected caller: other (document in note) ipg was at end of life and the lead placement was not covering his pain. Patient was revised on (B)(6) 2022.